Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that introducer sheath was split when inserting the skin of this patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damage on the tip of the introducer sheath was confirmed but the cause is unknown. A single photograph of a 4.5fr microez microintroducer/dilator/sheath was returned for evaluation. The sample appeared used as residual material was seen within the distal end of the dilator lumen. The distal end of the sheath appeared slightly jagged with the sheath material slightly ballooned/bunched. Microscopic observation and tactile evaluation could not be conducted without the physical samples. Therefore, the exact root cause of the damage could not be determined. Possible contributing factors could include a steep insertion angle, advancement against resistance, and a poor transition of the introducer sheath to the dilator. Sheath damage can be minimized by simultaneously advancing the sheath and dilator as a single unit using a rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.

Event description:
It was reported that introducer sheath was split when inserting the skin of this patient. No other information was provided.